Manufacturer narrative:
This report is for an unknown trauma handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Visual inspection: actual complaint device not returned. Visual inspection of the provided photos performed at customer quality (cq) revealed a modified handle and an unknown curled physical substance (unknown material) that appears to be attached to the handle, which does agree with the reported complaint condition. An image shows a sink with numerous instruments in it. An image appears to show the proximal end of a phenolic handle on an unknown instrument with a threaded metallic shaft (screw/awl like) protruding from the proximal end. The image also shows an unknown curled physical substance that appears to be attached to the handle. It cannot be determined what the substance is solely from the image provided. A contaminated synthes set is not shown in this photo. The threaded metallic shaft protruding from the handle appears to have been the result of post manufacturing alteration as there is no known synthes instrument with a design that has a small threaded screw/awl like shaft protruding from the proximal end of its phenolic material handle. Document specification review: as the unknown handle could not be identified based on the photo provided, a design review could not be performed. Conclusion: a definitive root cause for the condition of the unknown handle could not be determined based on the provided information. The reported complaint condition is confirmed, however, no manufacturing or design issues were identified as a result of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while processing the set on an unknown date, the staff at the sterile processing department (spd) noticed that the field stocking location (fsl) set, including an unknown trauma handle, was still contaminated with biological materials. The set underwent thorough cleaning and sterilization and was able to be used for an upcoming procedure. There is no patient involvement. This report is for an unknown trauma handle. This is report 1 of 1 for (B)(4).